Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG fault -501" error message and failed self test for watchdog timer. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned for evaluation. Instead, the data file logs were provided. The customer's report was observed during review of the device data logs. However, without receipt of the device root cause analysis could not be performed. Zoll recommended to the customer that the device be returned for evaluation. Analysis of reports of this type has not identified an increase in trend.